Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to particles in airway from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 11, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging particles in device, burning/smoke/electrical odour, and also patient alleged the device heated up and stopped working that are related CPAP device's sound abatement foam.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed internal investigation and found an unknown dust contaminant on the front panel, top enclosure, rear panel, bottom enclosure and underneath the flip doors. A very light layer of dust-like material in the base of the bottom enclosure and on the blower motor. Manufacturer also observed potentially broken pieces of plastic from the holder of the isolator in the base of the blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. Because of the complaint of the device heating up and stopping a heat test was performed on the device and humidifier to verify that the temperatures were within the required perimeters. Manufacturer performed this test using a fluke infra-red thermometer, and a test lung hard sided 1.0l.the test results showed that the device and the humidifier showed temperatures within the threshold required for the 2 1/2 hour test. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer.the manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation.the manufacturer was unable to confirm the patient's complaint. Sections b6, d9, g3, h2, h3, h6 has been updated in this report.